Event description:
Additional information received confirmed patient death was not related to an abbott product or procedure was reported to abbott.

Manufacturer narrative:
The product was not returned for analysis. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
During a follow-up in clinic, vegetation was noted on the right ventricular, atrial, and left ventricular leads. A culture was performed, and the results were (B)(6). The system was explanted to resolve the event, however the patient passed away, reportedly due to infective endocarditis. Related manufacturer report number: 2017865-2021-31309, related manufacturer report number: 2017865-2021-31308, related manufacturer report number: 2017865-2021-31306.